Event description:
It was reported that the system 9600 would intermittently lock up. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The quad power supply was defective and was replaced. Other problems were discovered. The system was entering the sleep moded and the power motor relay circuit board was replaced to correct this. A defective relay on the circuit board prevented the ststor from moving. Also, the interconnect cable was replaced due to broken video wires. The system was tested and found to be working as intended and placed back into service.